Event description:
The ophthalmic surgeon reported that strong sub surface nano glistenings(ssng) were observed on an intraocular lens (iol) five years following intraocular lens (iol) implant surgery. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. Initial reporter: zip code is not indicated at this time. (B)(4).